Event description:
It was reported that during a routine pack change, the rv lead was unable to be removed from the device header. Multiple wrenches were used to attempt to remove the rv lead and eventually the header was broken on purpose. The device was explanted. The patient was stable throughout.

Manufacturer narrative:
The reported field event of an inability to remove the rv lead out of the header was confirmed in the laboratory. Evaluation of the header found that the wrenches could not engage the setscrew due to calcified blood filling the setscrew inset. When the calcified blood was removed from the setscrew inset, a wrench could be inserted and the setscrew was untightened. The cause of the inability to untighten the setscrew was due to calcified blood limiting wrench insertion and preventing the wrench from engaging the setscrew inset.